Event description:
The customer reported failed system checks for the washed mean portion and high coefficient of variation (%cv) involving the access 2 immunoassay system. The customer performed system troubleshooting and noted there were no system issues. Beckman coulter guided the customer through replacing the peristaltic pump tubing but the issue remained. The customer stated patient samples were not analyzed at the time of the event. Patient results were not impacted. There was no patient injury associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed substrate decontamination and replaced the substrate probe but the issue remained. The fse then replaced the substrate pump and noted subsequent system check passed all specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the substrate pump. A definitive root cause is unknown. (B)(4).